Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 52.4 cm. The helix was found to be retracted and clogged with blood. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. There were no anomalies noted.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post-procedure follow up. Interrogation of the device revealed that the right atrial lead had dislodged and was not sensing nor pacing. As a result, the lead and the rest of the system were explanted and replaced with a new competitive system. The patient was asymptomatic and in stable condition.